Event description:
Allegedly the patient was revised due to bone fracture and infection.

Manufacturer narrative:
Conclusion: user error contributed to event.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-00762, 00763, 00764, 00765, 00766, 00767, 00768, 00769, 00770, 00772.